Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Upon review of model palmtop enve event trace, carefusion service technician found several ventilator inoperable (inop) code conditions on event tracing. The mainboard was replaced as a precaution.

Event description:
The customer reported model palmtop ventilator enve is giving a low battery or low power error on startup. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.